Event description:
Two endeavor sprint drug eluting stents were implanted during the index procedure in the rca and cx. Approximately 35 months post index procedure the patient suffered a cerebrovascular accident (cva) and died. Investigator assessed the death and cva events were not related to the study device.

Event description:
Patient outcome changed. Patient death did not occur.

Manufacturer narrative:
Evaluation results and conclusions: (cva/stroke, death). (B)(4).